Manufacturer narrative:
Corrected typo in event description. The manufacturer attempted to follow up on the events reported in the published paper. No additional information was received to date. Since the device remains implanted and the serial number of the involved device is unknown, no investigation can be performed at this time. Based on the available information, the root cause of the reported event cannot be determined. Conduction disorders are common in patients with aortic valve diseases. As a result, it is common for patients to receive permanent pacemaker implantation after aortic valve replacement. Risk factors include preexisting conducting disease and preoperative aortic regurgitation. This event is, therefore, a known, inherent risk of the procedure, and it is listed among the potential adverse events in the perceval IFU.

Event description:
The manufacturer was informed on this event through the published paper 'electrocardiographic and clinical predictors of permanent pacemaker insertion following perceval sutureless aortic valve implantation' by mugnai g. Et al. Between (B)(6) 2013 and (B)(6) 2015, 58 patients (male 43%, age 77.9±4.9 years) having undergone sutureless avr with a perceval prosthesis were taken into consideration for this analysis. All baseline data were retrospectively collected and analyzed. During a mean follow up of 13.8 ± 5.0 months (median 13 months), 14 patients (24.1%) underwent pacemaker (pm) implantation following sutureless avr procedure. Among these patients, 12 (86%) presented iii degree atrioventricular (av) block, 1 (7%) presented ii degree av block, and the remaining one (7%) severe symptomatic bradycardia. The comparison of pre-operative characteristics between pm group and no pm group highlighted that qrs duration, euroscore ii index and chronic renal dysfunction were significantly associated with the development of av conduction abnormalities/symptomatic bradycardia requiring pm implantation (respectively, p = 0.01, p = 0.02 and p = 0.03). In conclusion, the incidence of pm implantation after sutureless avr was 24.1% in the present study. The euroscore ii, qrs duration and renal dysfunction were significantly associated with a higher risk of av conduction abnormalities/symptomatic bradycardia requiring pm placement. This case pertains to patient no. 12: 76 years old, male with bmi 27.8, underwent avr + CABG. A perceval xl was implanted and on the 6th postoperative day, pm was implanted due to an avb iii degree. The patient had a baseline rbbb.

Event description:
The manufacturer was informed on this event through the published paper 'electrocardiographic and clinical predictors of permanent pacemaker insertion following perceval sutureless aortic valve implantation' by mugnai g. Et al. Between november 2013 and march 2015, 58 patients (male 43%, age 77.9±4.9 years) having undergone sutureless avr with a perceval prosthesis were taken into consideration for our analysis. All baseline data were retrospectively collected and analyzed. During a mean follow up of 13.8 ± 5.0 months (median 13 months), 14 patients (24.1%) underwent pacemaker (pm) implantation following sutureless avr procedure. Among these patients, 12 (86%) presented iii degree atrioventricular (av) block, 1 (7%) presented ii degree av block, and the remaining one (7%) severe symptomatic bradycardia. The comparison of pre-operative characteristics between pm group and no pm group highlighted that qrs duration, euroscore ii index and chronic renal dysfunction were significantly associated with the development of av conduction abnormalities/symptomatic bradycardia requiring pm implantation (respectively, p = 0.01, p = 0.02 and p = 0.03). In conclusion, the incidence of pm implantation after sutureless avr was 24.1% in the present study. The euroscore ii, qrs duration and renal dysfunction were significantly associated with a higher risk of av conduction abnormalities/symptomatic bradycardia requiring pm placement. This case pertains to patient no. 12: (B)(6) years old, male with bmi 27.8, underwent avr + CABG. A perceval xl was implanted and on the 6th postoperative day, pm was implanted due to an avb iii degree. The patient had a baseline right bundle branch block (rbbb).